Event description:
It was reported that the pulse generator was showing radio frequency (rf) lockout. The device had not been interrogated previously, but now gave the message -wand telemetry only available-. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.